Manufacturer narrative:
This supplemental report is being submit to provide the results of the manufacturer's investigation. A review of the device history record (DHR) and an evaluation of the device was conducted as part of the investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met specifications upon release. Evaluation of the device confirmed the error code e433 due to a faulty generator board version 14 plus. Minor scratches on the top cover and minor scratches and dings on the front panel were also observed. The root cause of the error message was attributed to a defective generator board. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The referenced generator was returned to the service center but the evaluation is in progress. Additionally, the investigation is ongoing, however, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed that during preparation for use of a diagnostic procedure, the high frequency generator received error code, e433. No patient injury or death was reported.